Manufacturer narrative:
Block b3: exact date unknown, event occurred few years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead was cut during a non-confirmed device related procedure. The patient underwent a procedure wherein the paddle lead was replaced and the patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead was cut during a non confirmed device related procedure. The patient underwent a procedure wherein the paddle lead was replaced and the patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the device was not returned for analysis, and the explanted paddle lead was retained by the medical facility. Although it was reported that the lead was cut during a non-confirmed device-related procedure, the complaint as reported could not be verified, and no additional information is available to definitively determine the circumstances surrounding the lead damage. Review of the device history record did not identify any manufacturing deviations that could have contributed to the event. Therefore, this investigation is unable to determine a definitive probable cause, and the conclusion code unable to exclude device problem is assigned.